Event description:
As reported to coloplast though not verified, patient was implanted with coloplast restorelle directfix anterior and omnisure mesh. Later the patient experienced incontinence, pain, dyspareunia, erosion, pelvic organ prolapse, urinary problems, vaginal scarring and permanent bladder damage. Premarin cream, toviaz, vesicare and physical therapy were prescribed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.